Event description:
It was reported that during a brachytheraphy procedure, the needle broke. The event occurred on the first injection, third insertion. 1st insertion hit the pubic bone, 2nd just not in right place, 3rd insertin ok and then needle broke using a template. Nothing unusual, no resistance noted before needle broke. Procedure cancelled. A perineal incision was made and grasping forceps were used to remove needle.